Event description:
Patient was presented to the interventional lab for an angioplasty procedure of a pelvic artery (side unknown). The vessel was described as moderately calcified. The information received states that standard prep was performed and the product appeared perfect before it was used in the patient. When the physician placed the balloon at the lesion, upon inflation with a 10cc syringe, the balloon ruptured at approximately 6 atmospheres. There is no information as to where the physician made access to the patient, the size sheath that was used in the procedure, if there was any difficult accessing the lesion with a guidewire, or how the procedure was completed. There was no adverse consequence to the patient. As per the qualrap, no additional information is available.